Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; a low pressure alarm frequently occurred. A nurse confirmed there was a leak from the flow sensor. The customer reported the alarm was reproduced during an evaluation and the airway inspiratory transducer gain value was only one and calibration failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported the patient was placed on another ventilator and no patient consequence is associated with the event.